Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Communicated properly with the glucose sensor simulator and the guardian 2 link. No calibration anomaly, lost sensor alarm, unexpected change sensor alarm or sensor anomaly noted. The insulin pump was returned for pump error 53 and pump error 4. History file analysis confirmed pump error 53 and pump error 4 due to software error. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed multiple pump errors. Customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and found that the alarms cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.